Event description:
The post-operative test indicated >3000 ohms on the oscor rv lead. Therefore, the pocket was re-opened, re-tightened the lead into the rv port on this device header but the setscrew would not tighten securely. Therefore, the pacemaker was explanted.

Manufacturer narrative:
The setscrew would not tighten securely. The analysis on this device is pending.

Manufacturer narrative:
The setscrew would not tighten securely. The analysis on this device is pending.

Event description:
The post-operative test indicated >3000 ohms on the oscor rv lead. Therefore, the pocket was re-opened, re-tightened the lead into the rv port on this device header, but the setscrew would not tighten securely. Therefore, the pacemaker was explanted.